Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No device intervention was performed. Patient will continue to be monitored. No further information on patient condition.